Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when an introducer of a guidewire was used to poke the entry of the biopsy cap, the sponge got detached and was stuck in the working channel of the scope. The procedure was completed with this device and the scope was sent for repair to remove the sponge. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Visual analysis of the returned device found the sponge had been separated from the rx biopsy cap. There is enough evidence to consider and conclude that the issues reported by the user (sponge detachment and scope damaged); are issues that could have been generated due to the incorrect use of the device by the user; since the complaint information is clear where states: "was a water-soluble lubricant applied to the top of the biopsy cap? No". As per the dfu, "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." Therefore, it is concluded that the investigation conclusion code of this event is "unintended use error caused or contributed to event" since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when an introducer of a guidewire was used to poke the entry of the biopsy cap, the sponge got detached and was stuck in the working channel of the scope. The procedure was completed with this device and the scope was sent for repair to remove the sponge. There was no serious injury nor adverse patient effects reported as a result of this event.